Event description:
A user facility reported that a disposable administration set, used with a curlin infusion pump, leaked at a luer connection. There was no injury reported.

Manufacturer narrative:
The customer was unable to provide the lot number for the device (d4). Without the lot number, the expiration date and date of MFR cannot be determined. The administration set was evaluated by engineering and the leak could not be verified. The set was pressurized with air under the water and no leaks were observed. The luer lock (reported location of leak) was visually inspected and no defects were identified. The device performed within specification.